Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to dislodgement. A new rv lead was successfully implanted. It was noted that the device was programmed aair prior to the lead revision as the patient is not pacermaker dependent in the ventricle. No adverse patient effects were reported.